Event description:
It was reported regarding the patient that ¿I think they had like 1 or 2 pocket fills in the past.¿ specifics regarding the pocket fills were not provided. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).